Manufacturer narrative:
(B)(4). Field diagnosis/correction: the operator disconnected the pt immediately upon symptoms. The machine was removed from service and service technician, (B)(6), verified the machine was operating within specification. Investigation: the pt is being treated for hypercholesterolemia and has gone through 198 tpe procedures (191 on cobe spectra, 7 on spectra optia). No alarms were received during the run. The procedure was discontinued when the pt mentioned 'strange' feeling in the arm and air was visible in the return line. There were no alarms and no parameter changes during the run. Return pressure signal looked normal. Reservoir volume monitoring consistently shows less than 0.5 ml error. The return pump stroke volume correction rapidly reached a steady state value of 0.98 (2% correction) and then stayed almost constant through the remainder of the run. Reservoir transitions looked normal based on the ultrasonic sensor air/fluid count and the agc circuit. However, the apc images show evidence of significant clotting throughout the run, which indicates inadequate anti-coagulation. No issues were identified with the returned tubing set either. Root cause: operator error-inadequate anticoagulation due to the use of heparin. Corrective/preventive action: software was enhanced to move cause test for checking for obstructions up to the first screen. Software also limited the number of times the operator could continue. Additionally a safety alert and training was provided to customers regarding the importance of adequate anticoagulation. CAPA (B)(4) was initiated for the reported condition.

Event description:
This report is being filed as a result of changes to our MDR eval process. We have changed our process to better align with current agency policy. (B)(6), performance issue, around 20 mins before end of the procedure pt realized a "strange" feeling in his arm. Pt informed the nurse about his feeling and the nurse observed air bubbles in the return line (no alarm) nurse stopped the system immediately. After 2 hours surveillance pt could send pack home.